Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump isn't working, it has a blank display. Customer's blood glucose was unknown. Troubleshooting was performed and it was found the display didn't turn on after a new battery was inserted. The call was disconnected but the customer called back and troubleshooting was completed. Customer's mother was advised to take the battery out for two hours, reinsert a new batter, and if issue persisted to call back. The device is not returning for analysis.